Manufacturer narrative:
Device was used for treatment, not diagnosis. Ethnicity/race were not provided for reporting. UDI: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: unspecified thyroid medication; 1x daily; consumer still on drug. Drug: unspecified high blood pressure medication; 1x daily; consumer still on drug. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. This is one of two medwatches being submitted as two devices were involved with this consumer. See medwatch 2214133-2018-00052. The same consumer is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A 5'8", (B)(6) male consumer reported an adverse event while using listerine sensitivity mouthwash. The consumer orally used, a couple teaspoons-full, twice a day of listerine sensitivity mouthwash and he developed sloshing of his gums, sores and the listerine burns his gums. The consumer states that he had tremendous discomfort while using the product. This was the consumer's first time using the product and it was to help with tooth sensitivity. Consumer was not certain the start date or length of use. Consumer has never had a similar experience before and is still experiencing peeling of his gums. Consumer did go to the orthodontist and his hcp recommended to discontinue use of the product, rinse with salt water, take ibuprofen, and a prescription mouthwash. Consumer did not go to the ER and did not receive laboratory testing. Consumer is still experiencing the symptoms. This is one of two medwatches being submitted as two devices were involved with this consumer.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Corrected data: expiration date, UDI: (B)(4). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on october 18, 2017. This is one of one follow-up medwatch being submitted with this consumer. See initial medwatch 2214133-2018-00052. The same consumer is represented in each medwatch. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.